Manufacturer narrative:
The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer inquired about the scroll wrap safety notification recall. The customer also reported having several bent cannulas. She also reported that there was an absence of no delivery alarms. Customer's blood glucose was 145 mg/dl. The customer was assisted with performing a high pressure test. The customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).